Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) core wire broken. Visual examination of the returned guidewire revealed that the coil wire was unraveled with portion detached from the core wire. Both ball tips were present on the ends of the guidewire. The core wire broken at the distal end of the flat section and a portion of the core wire remained attached to the distal ball weld. The fractured ends of the core wire were examined under magnification and appeared to have failed while undergoing a bending force. The complaint was not consistent with the complaint incident that the guidewire coating peeled. However, it was found that the coil wire was unraveled. In addition, the core wire had been broken. It appears the guidewire was bent during the procedure and during the removal attempt the core wire broke. Continued tension on the broken wire would have caused the coil to unravel and ultimately break. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the outer sheath of the guidewire became detached or stripped upon placement of the peg tube. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed on (B)(6) 2016 that the guidewire has broken corewire.